Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that patients often miss doses, because the clinicians don't unclamp the roller clamp of the secondary tubing.